Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'low rate low. Biomed verified. Parameters not available' which were verified through a review of the event history log and reproduced during evaluation. Testing of the pump found to under deliver at 7.953%. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a low flow rate. There were no parameters available. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.